Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to a1, d10, g2, e4, and h6. A1, d10, g2, e4, h6: information added to these fields that was inadvertently not included on the initial medwatch. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0728) quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. From the information provided, we have confirmed the following: -the facility uses sl cleaner (anti-fogging agent) for endoscope at this facility based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes for the drop off of maj-2315 are likely to be the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the subject device was broken at the rear end side of the cover. However, it was confirmed that the distal end cover didn't come off even if a load such as twisting or pulling is applied unless the cover is damaged when the device was properly attached to the scope. Besides, it was reported that sl cleaner was used at the user facility. Omsc could not review the manufacturing history record (DHR) because the lot number was not provided, but there was no irregularity in manufacturing so far. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, omsc surmised that the cause of the reported event as follows. It is difficult to damage by a load of friction the body tissue and the cover and procedure of attache to the scope. In the case of adhesion of sl cleaner to the device, it has been confirmed to break the device. The fixing force to the scope was low because the device cracked due to the adhesion of the sl cleaner. It is presumed that the device was easily detached from the scope since the decrease of the fixing force of the device for the scope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after removing the therapeutic video duodenoscope (tjf-q290v) from the patient, there was a crack around the connection with the scope. When the user pulled the gripper of the subject device, the subject device was detached from the scope abnormally. The user completed the procedure with the subject device. There was no report of patient injury associated with the event. Omsc was reported 2 devices broken similarly. This is 2 of 2 reports.